Event description:
It was reported that an unspecified quantity of an unspecified access set was loosely connected to solutions bags which resulted in disconnection and fluid leak. These issues were described as, ¿the IV tubing falls right out of the IV bag and it spills out. The insertion site for the IV tubing is too loose¿. The process step was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.